Event description:
After administering one shock to a patient diagnosed in cardiac arrest, the device allegedly displayed a service indicator. A backup defibrillator was immediately available and used for the remainder of the call. There were no adverse affects to the patient reported as a result of the alleged malfunction. The patient's outcome was not reported.